Event description:
On (B)(6) 2014, manufacturer was notified by user facility that treating physician was using gi supply gis -19 polar wand cryotherapy system ("polar wand system") on a procedure with patient when the patient experienced a perforation of the cardia below the gastroesophageal junction. The area of perforation was endoscopically clipped to successfully close the perforation, and the patient was admitted into the hospital where the treatment was being performed and condition was improving. Upon review of the event with user facility nurse and risk manager, it was disclosed that the patient had a history of barrett's esophagus and previous rf ablation treatment (unrelated to the polar wand system) which resulted in a scarred/narrow esophagus with strictures. The treating physician chose to use the polar wand system without the use of the gi supply evacuation tubing ("suction") cap installed on the tip of the cryotherapy catheter; the evacuation tubing is supplied by gi supply with the cryotherapy catheter kit. The treating physician utilized endoscope suction, placed in the stomach, intermittently between cryotherapy catheter sprays. The user facility risk manager stated that the gi supply cryotherapy system did not malfunction at any time during the procedure.

Manufacturer narrative:
Manufacturer coordinating return of machine for inspection/evaluation.